Manufacturer narrative:
Instrument logs show that bottle 10 (ipa) was removed from the instrument for 4 sec, which is not sufficient time to complete manual replacement of the reagent; and the corresponding reagent station was reset at 16:02 pm on (B)(6) 2013. Re-setting a reagent station sets the concentration to the default value configured in the reagent types definitions, unless an alternative valve is entered into the instrument software by the user; and resets the number of cassettes processed and the number of cycles and days to zero. The user affirmed in the instrument software that the ipa concentration was to be set to 100% in this instance. The properties of the conc=89%, cycles=569, cassettes processed=2027 and days = 264. Although the user affirmed in the instrument software that ipa concentration in bottle 10 was to be set as 100% at 16:02 pm on (B)(6) 2013, the actual ipa concentration remained as 89%, because the reagent had not been replaced. Bottle 10 (ipa) was used for the final dehydration step of the protocols from which suboptimal tissue processing was reported, because the instrument software used reagent concentration to select reagent stations when executing a protocol. The minimum final reagent concentration required of ipa is 95%. The consequences of using ipa at a concentration less than the minimum required of the final processing step prior to the was infiltration steps in a protocol is reintroduction of water into the tissue, which cannot be displaced in subsequent processing steps; and contamination of reagents subsequently used, ultimately resulting in the sub-optimal tissue processing reported was failure by the user to complete reagent replacement according to the MFR instruction.

Event description:
Leica biosystems rec'd a complaint regarding sub-optimal tissue processing quality of approximately 3 cassettes. On (B)(6) 2013, leica biosystems rec'd info that all tissue samples exhibiting sub-optimal processing were diagnosable.